Event description:
Patient had four spiration valves placed on (B)(6) 2023. On (B)(6) 2023 patient developed a small left apical pneumothorax, which resolved without intervention within two days. Seven days after surgery patient developed a new large pneumothorax with atelectasis of the left lung and rightward mediastinal shift. Chest tube was placed, and after subsequent x-ray, medical team inserted an interim left-sided pleural-based pigtail catheter in situ. Hospital stay was prolonged. On (B)(6) 2023, doctor stated that patient had no air leak in the inferior chest tube, had decreased diminishing fluid, and that chest x-ray was improved. Doctor stated that the patient was overall improved. Patient was released on (B)(6) 2023 with heimlich valve in place. Pneumothorax resolved, and patient returned to have the heimlich valve removed about a week later, (B)(6) 2023. Spiration valves remain in place.

Manufacturer narrative:
Four spiration valves (1x svs-v7-00, 2x svs-v9-00, 1x svs-v5-00) were placed in the patient. A total of four event reports were filed separately, one report for each device. This is the third of four reports. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration® valve system (emprove): a multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema -- potential mechanisms, treatment algorithm and case examples. Respiration 2004 2014;87(6): 513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system. Device not returned to manufacturer.